Event description:
It was reported that the patient underwent emergency pci and then after the operation, during invasive blood pressure monitoring, the pressure sensor accessory was found to be leaking. This increased the patient's pain and prolonged the treatment time. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
Initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.